Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was observed intermittently duing evaluation but not duplicated. The device was subjected to bench hanlding, power cycling and functional stress testing with no error. The analog board was replaced as a precaution. The devcie was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend